Event description:
A pump reported a cartridge change error, which led to the customer's blood glucose level to be high, although the specific value was not known. The customer administered a correction injection with assistance from a school nurse to address the issue. There was no injury caused by the event, but the customer did have ketones and did not discuss the ketone level with their healthcare provider. Technical support guided the customer through inspecting and cleaning the pump, ensuring the cartridge was properly attached and the loading process was completed successfully. The customer was able to resume insulin administration.